Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing a contralateral approach. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. After a 6f non-bsc introducer sheath was engaged and a guide wire crossed the lesion, a 5.0mmx60mmx135cm (4f) sterling¿ balloon catheter was advanced for dilation. However, on the first inflation, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a 5mm x 4cm balloon catheter. No patient complications were reported and the patient's status was good.